Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through the line of an interlink secondary medication set when it was connected to a continu-flo solution set. This issue was identified during setup and preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.